Event description:
It was reported to philips that the ippc failed to boot after a power outage, making x-ray unavailable on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service reloaded the ippc software and restored the system to full operation. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).